Event description:
Handle fell off mics. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that handle fell off mics. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA: 2127499 has been raised for the same. Product history review: device history records indicate 25 devices were manufactured under lot: k0bpw and all 25 devices were accepted into final stock on 08/28/2018. No non- conformance(s) were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k0bpw shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc: 1429704 and CAPA: 1452931. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle fell off mics. Case type: tka.